Manufacturer narrative:
The unique device identifier for this device is (B)(4). (B)(6). The device was manufactured may 23, 2017 ¿ may 25, 2017. The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after filling. The device had been filled with 5400 mg fluorouracil in 115 ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.